Event description:
Allergan aesthetics received a report via a magazine article of a patient treated with coolsculpting in 2016, who may have developed paradoxical hyperplasia (ph) after treatment. Liposuction surgery was performed in (B)(6) 2016 and in (B)(6) of 2017.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. No further information could be obtained.

Event description:
Following coolsculpting treatment(s) on unknown date(s) to unspecified area(s) with unknown applicator(s), possible paradoxical hyperplasia was reported to allergan aesthetics.